Event description:
It was reported to boston scientific that a customer had an issue while using the coil associated with an embolization procedure of the cerebral vessels of the brain. According to the customer: "the coil detached from the delivery system during the delivery of the coil to aneurism and the detachment process happened suddenly, without the action of physician". It was reported that there were no pt complications or adverse events.